Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when attempting to engage the safety device on the needle, after administration to a patient, the nurse attempted to engage the safety mechanism, which led the needle to popped off the syringe, fell, and punctured the nurse's hand. He needlestick was superficial so there was no medical intervention needed for the puncture wound. There was no breaking of the syringe or needle at any point in time. There were unknown patient harms or adverse events reported as a result of the event.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-13374-00 for details pertinent to this event.